Manufacturer narrative:
Concomitant products: product ID vedr01 ipg, implanted: (B)(6) 2009; product ID addr01 ipg, (B)(6) 2017.

Event description:
It was reported that the patient presented to the emergency room with sluggishness. An interrogation of the implantable pulse generator (ipg) showed a single incidence of ventricular lead loss of capture (loc). Initially, the loc was attributed the device being at eri; however, post ipg replacement, unstable rv lead thresholds were noted with two examples of loc found on telemetry as well as oversensing and pacing inhibition. The patient was put on an external monitor which showed more episodes of ventricular loc. It was noted that the loc occurred despite the lead having low capture thresholds that only increased slightly during 21 days since the ipg replacement. At that point, a rv lead fracture was suspected and the lead was capped and replaced. No further patient complications have been reported as a result of this event.